Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection have a foreign matter inside the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. Evaluation of photo indicated red fm in the tube. 100 retained samples were visually inspected, and no fm was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo provided. No root cause could be established as the fm could not be determined from the photograph. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection have a foreign matter inside the tube. There was no report of impact to patient or user.